Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned absolute pro self-expanding stent system (sess) noted blood on the handle, consistent with handling. There was saline in the guide wire lumen. The stent implant was partially expanded on the first four struts on the distal end. The distal end of the stent implant was distal to the tip. The proximal end of the stent implant was 1.5 centimeters distal to the proximal marker band. There was no other damage noted to the stent implant. There were no kinks noted to the distal shaft. The handle was in a locked position. Potential factors for premature deployment include, but are not limited to, kinks in the mandrel, kinks in the inner lumen of the sess or incorrect removal technique. In this case, it may be possible that the tip of the catheter was inadvertently grasped and pulled during removal of the stylet. The absolute pro instruction for use (IFU) provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. A review of the device lot history record did not reveal any nonconforming material records for this lot. A query of the complaint-handling database was performed and revealed no other incidents for premature deployment reported for this lot. There is no indication to suggest a product quality deficiency. During production all self expanding stents are visually inspected at the inner diameter and outer diameter for damage. Additionally, the stents are inspected after the stent has been collapsed onto the stent holder. All self-expanding stent delivery systems are also inspected for damage during the manufacturing process.

Event description:
It was reported that during device preparation for use, the absolute pro stent delivery system stylet was removed and the catheter flushed without issue. During attempted backloading onto the guide wire outside the anatomy, the stent implant deployed. The device was not used. There was no adverse patient effect. Though requested, no additional information was provided.